Manufacturer narrative:
Investigation results: device evaluated by MFR: the ranger (dcb) was returned to our post market quality assurance laboratory with the guidewire inserted. A visual and tactile examination of the shaft identified shaft damage 440mm distal from the distal end of the strain relief and the balloon was separated in a complete balloon circumferential tear located approximately 47mm proximal of the distal tip. The balloon section was noted to be pulled in a distal direction revealing the proximal markerband, and was also noted to be severely creased. Positive pressure was applied when di water was observed to be leaking from the location to where the shaft was noted to be damaged. The balloon was unable to be inflated due to the damage noted to the shaft and the balloon. As per IFU the rated burst pressure for this device is 14 atmospheres. The tip section of the device was visually examined, and no issues were noted. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ranger (dcb) device was completed and confirmed that the event of failure to deflate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'adverse event related to procedure.

Event description:
It was reported that the balloon would not deflate, resulting in puncture of the balloon with a needle. The target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula in the arm. A 7.0 x 40mm, 135cm ranger drug-coated balloon was selected for use. During the procedure, it was noted that the balloon would not deflate. The physician ultimately punctured the balloon directly using a needle. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the ranger device was returned to our post market quality assurance laboratory. The device was received with the guidewire inserted in the device. A visual and tactile examination of the shaft identified shaft damage 440mm distal from the distal end of the strain relief. A visual examination identified that the balloon section was pulled in a distal direction revealing the proximal markerband and was also noted to be severely creased. Positive pressure was applied when di water was observed to be leaking from the location to where the shaft was noted to be damaged. The balloon was unable to be inflated due to the damage noted to the shaft and the balloon. As per IFU the rated burst pressure for this device is 14 atmospheres. The tip section of the device was visually examined, and no issues were noted. This concludes the product analysis.

Event description:
It was reported that the balloon would not deflate, resulting in puncture of the balloon with a needle. The target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula in the arm. A 7.0 x 40mm, 135cm ranger drug-coated balloon was selected for use. During the procedure, it was noted that the balloon would not deflate. The physician ultimately punctured the balloon directly using a needle. The procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that the balloon would not deflate, resulting in puncture of the balloon with a needle. The target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula in the arm. A 7.0 x 40 mm, 135 cm ranger drug-coated balloon was selected for use. During the procedure, it was noted that the balloon would not deflate. The physician ultimately punctured the balloon directly using a needle. The procedure was completed with a different device. There were no patient complications.